Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit failed the insulation scan test. Under the microscope, there is a small scratch on the insulation located at the distal end. Possible root cause(s) for the compromised insulation are: multiple uses of flash sterilization, rapid cooling after sterilization and/or contact with metal tray during sterilization. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation near the distal tip of the unit has been compromised.

Event description:
It was reported that the insulation near the distal tip of the unit has been compromised.